Manufacturer narrative:
Final analysis found the reported events of premature battery depletion and failure to interrogate were confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. Additional testing found the high current drain originated from a faulty c8 capacitor on the hybrid. The cause of loss of telemetry was due to low battery voltage which was caused by high current drain of the hybrid.

Manufacturer narrative:
It was reported that the patient was experiencing symptoms of their existing condition prior to the implant of the pacemaker system. However, the symptoms were not specified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited inability to be interrogated and premature battery depletion. The patient presented to the hospital experiencing symptoms of their existing condition prior to the pacemaker implant. On (B)(6) 2019, the device was successfully explanted and replaced. The patient condition was stable.